Event description:
Additional information received indicated that the patient was seen for a follow-up visit, "post void residual <60cc and reviewed diary." Patient instructed to discontinue intermittent self catheterization. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient presented with moderate de-novo difficulty emptying bladder. A foley catheter was placed prior to hospital discharge after "failed voiding trial." The patient was taught intermittent self-catheterization and the event is considered continuing (not resolved) as of 08/22/2014. No additional patient complications have been reported in relation to this event.